Manufacturer narrative:
Patient ID and weight were not provided for reporting. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent hip surgery on (B)(6) 2018. Post-surgery, patient walked 8km hiking several times and was really active. Reportedly, bone didn¿t heal. Approximately four (4) months after the surgery, long pfna nail broke. Reportedly, patient underwent revision surgery on an unknown date. Surgery and patient outcome were not reported. Upon receipt of the device it was found that the blade was deformed and stuck. Concomitant devices reported: lockscr ø5 l48 f/nails tan light green (part# 04.005.538, lot# unknown, quantity 1). This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 40mm for im nails. This is report 3 of 3 for (B)(4).

Event description:
During the revision surgery, broken pfna nail was removed and patient was implanted with gamma nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event. Device evaluated by MFR, device manufacture date: device history records review was completed for part#: 04.027.036s, lot#: l735223. Manufacturing location: bettlach, release to warehouse date: jan 22, 2018, expiry date: jan 01, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device evaluated by MFR: product investigation was completed. The received instrument shows wear traces on the surface and damages on the tip section of the instrument. A functional test was performed and has shown that the blade is function as intended. The blade can be locked and unlocked without any problems. Based on that a product related issue can be excluded. As the part is functional as intended and there was no reported problem against the blade, no conclusive statement can be done. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Corrected data: date of event: unknown. Date of report: this date was incorrectly reported in the initial report as on (B)(6) 2018. The correct date should have been on (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.